Event description:
Patient required a cannula exchange due to poor flows associated with the lifesite device. It has been reported that patient's flows are affected by various body positions indicating a possible kink in the cannula.